Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. User disposed.

Event description:
On 05.24.2017 it was reported to k2m, inc. That a surgery took place on (B)(6) 2017 in which a rod broke during bending. A portion of the rod remains in the patient as part of the construct.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the rod remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. A 5.5 mm diameter cobalt-chrome (cocr) rod fractured in situ during bending. A portion of the rod was left in the patient as a part of the construct, while the other portion was removed and disposed of at the hospital. The part of the rod that was left in the patient was connected to a new rod with a competitor's connector. The high flexural rigidity of cocr makes it harder to bend than titanium, so it is possible that the degree of bend that the surgeon was trying to achieve overloaded the cocr rod, resulting in failure.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place on (B)(6) 2017 in which a rod broke during bending. A portion of the rod remains in the patient as part of the construct.